Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of hospitalization was 300+ mg/dl. Customer's current blood glucose levels were 188 mg/dl. Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose levels at the time of emergency room visit was 600+ mg/dl. Customer stated significant events leading to the emergency room visit included dehydration, dizzy, nausea, and vomiting. Customer was not wearing the insulin pump at the time of the emergency room visit. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.